Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was going through batteries in 10 minutes and sometimes the pump would not recognize the battery. Customer's blood glucose was 31 mmol/l. Customer treated with a manual injection. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Customer also had an unexpected restart alarm and battery out limit alarm, the battery cap contacts and battery chamber were not damaged. The pump was turned on and has a full battery. Customer was advised to monitor the pump.